Event description:
It was reported that the system displayed an "ma sensor failed" error message. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and adjusted the high voltage supply regulator. The system operates as intended. This malfunction may have resulted in a possible accidental radiation occurrence.